Manufacturer narrative:
The customer performed a checkout of the system but did not confirm the reported issue. No patient information provided to date after calls to customer (B)(6) 2021 and (B)(6) 2022. Unique identifier: (B)(6). Legal manufacturer: hcs madison (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation and case was completed. There was no patient injury.